Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient, who had the device for incontinence, reported that it was "automatically" turning off. They were unsure if it was working or not. No information regarding troubleshooting or actions taken to resolve the issue was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.